Event description:
The customer reported an insulin drip was started on a pt (150units/150mls). Bolus of 1.5 units with a continuous rate of 1.5 units/hr. The bag of insulin was found empty one hour after it was hung. Pt was hypoglycemic and required repeated d50w infusions and a continuous d10w infusion. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested event log review begins at 7:10am on (B)(6) 2013 when the system was powered on with four pump modules. The profile used was identified as critical care. The user selects units a then new pt and new profile. The user programs an infusion of insulin 150units/150ml through guardrails. The concentration is 1 unit/ml. The users enters 1.8units/hr for the dose, which makes the rate 1.8ml/hr. The user enters 80ml for the vtbi. The user programs a rapid bolus dose of 1.5units and starts the infusion. The bolus dose completes and the device transitions to the continuous dose. At 5:43pm, the user changes the dose to 1.5units/hr which changes the rate to 1.5ml/hr, and starts the infusion. At 6:44pm the user programs a delay for 30 minutes, followed by a delay of 10 minutes, then a delay of 5 minutes. User silences the call back alarms before infusion "delay complete". The user starts to restore the previous programming then channels the pump off before starting the previous programming. The pump is removed from the system. Total volume infused = 3.054ml. The log review did not find any programming issues that would explain the over infusion of insulin. Although requested, neither the device nor the infusion set were returned for eval. The customer reported that the involved pump module was found to have a broken door sear. The device was repaired and put back into service and will not be returned for eval.